Event description:
The physician reported that the pt expired; the cause of death was unk. The pt's death was noted to be unrelated to the implanted system.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3004209178-2009-7511.